Event description:
During a blood draw, the nurse was unable to flush or pull back the syringe. Another syringe was used for the patient, who was not harmed. On inspection, a hard plastic shard was found inside the hub.